Event description:
The customer reported via phone call that she had been found in a bath tub for 2 days. Customer did not have the pump on unknowingly and went to the hospital. Customer was in the intensive care unit and was now in rehab. Customer's blood glucose was 1700 mg/dl. Customer had high blood glucose with the pump detached. Customer's sister has no memory of what transpired to make her remove the pump. Customer's sister wanted to make sure the settings were correct. Customer had a no delivery alarm on 05/08. Customer declined troubleshooting for the high blood glucose since the pump was not on the customer at the time of the event. It was discussed that the no delivery alarm could have caused the customer to remove the pump and go to manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.